Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during a laparoscopic cholecystectomy after successfully firing twice, the device stopped working would not fire. It was later noted that a clip was lodged at the end of the applier and the handles were immobile. There was no patient injury.

Event description:
It was reported that during a laparoscopic cholecystectomy after successfully firing twice, the device stopped working would not fire. It was later noted that a clip was lodged at the end of the applier and the handles were immobile. There was no patient injury.

Manufacturer narrative:
Qn#(B)(4). Per DHR the product auto endo5 ml lot # 73d1800376 was manufactured on 04/23/2018 a total of (B)(4) pieces. Lot was released on 04/26/2018. DHR investigation did not show issues related to complaint. The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without mag nification. Visual examination of the returned device revealed that the sample was returned with its rotation tab bent. A feeder tab was severely bent inside the tube and a channel tab was bowed out due to the feeder tab being bent. The returned sample appears used as there is biological material present on the device. Reference file (B)(4) for investigation photos. The returned sample was reviewed with a r & d engineer. Due to the damage to the feeder tab, the device could not be functionally tested. However, the sample was disassembled to inspect the internal components. Upon disassembly, it was found that the clips were severely out of position in the channel and stacking on one another. The clip stacking could prevent the clips from properly loading into the jaws. It appears that after the clips got out of position, the user tried to cycle the trigger but a feeder tab got caught on the clips that were out of position and got severely bent out of place. Based on functional testing, the complaint issue is confirmed. However, it could not be determined exactly how or when the clips became out of position. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." E reported complaint of "clip stuck in applier" was confirmed based upon the sample received. One device was returned with its rotation tab bent, a feeder tab was severely bent inside the tube and a channel tab was bowed out due to the feeder tab being bent. Due to the damage to the feeder tab, the device could not be functionally tested. Upon disassembly of the device, it was found that the clips were severely out of position in the channel and stacking on one another. The clip stacking could prevent the clips from properly loading into the jaws. It appears that after the clips got out of position, the user tried to cycle the trigger but a feeder tab got caught on the clips that were out of position and got severely bent out of place. Although the reported complaint issue was confirmed based on functional testing, it could not be determined exactly how or when the clips became out of position. We will continue to monitor and trend on this issue. The root cause of this complaint is undetermined.